Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photograph and no sample received and available for investigation. The retention samples could not be used for investigation as the lot number is unknown. No investigation is possible as there is no sample or lot number reported by the customer. The exact root cause of blood stream infections, phlebitis, blood stream infection, iatrogenic, infiltration cannot be confirmed due to unavailability of the sample or the lot number. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A complaint history check was not performed as the lot number is "unknown" for this complaint. A device history record review could not be performed because a model or lot number was not provided by the customer. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ venflon catheter was used and the clinician experienced infections on 6 occasions, phlebitis on 38 occasions, infiltration on 57 occasions, and inflammation on 17 occasions. The following information was provided by the initial reporter: it was reported via venflon pmcf survey that the clinician experienced cannula related bloodstream infection (e.g. Blood stream bacteraemia, sepsis),phlebitis, infiltration, extravasation (not related to high pressure injection of contrast media), extravasation with high pressure injection of contrast media within the past 2 months.